Manufacturer narrative:
H6-health impact code: 4625-laser vision correction (lvc) enhancement. H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
An article was published in the 42nd congress of the escrs, citing a case study of "predictability of the refractive outcomes after toric icl implantation". The patient(s) experienced laser vision correction (lvc) enhancement, lens rotation/ lens repositioning and lens explantation. The article reported, "2.75% of eyes received laser vision correction (lvc) enhancements, 1.83% icl explantation, and 1.83% of eyes underwent icl-rotation". Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.